Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the following results were received on an inform ii system with the same patient within 1 minute: 525 mg/dl and 240 mg/dl. No actions were taken based on the results. No adverse event was reported. The alleged product was requested for evaluation; however, caller reported the strips cannot be returned as they do not know which vial was used.